Event description:
Patient was being cardioverted. After delivering 1 shock at 200 joules, the red service light came on with a long beep, followed by 4 short beeps, 2 times. The red light stayed on for the remainder of the case. The patient converted with only 1 shock so no further shocks were needed. Had another shock had been needed, a deferent lifepak would have needed to be used. After the case, the device was turned on and back off. The red light went off. A user test was performed and the passed. Clinical engineering was made aware and the device was taken out of service. Manufacturer response for portable, battery powered, defibrillator, monitor, pacemaker, lifepak 20e (per site reporter). Manufacturer aware of the event. Case # (B)(4). Device to be sent back to manufacturer for repair under warranty. Loaner device being issued.